Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the sample was tested on leak test, the unit was inflated, and it was visually inspected for 10 seconds, it wasn't observed any leakage and it was seen well inflated. Then the units were submerged under water, it wasn't observed any leakage. It was followed to massage the product, the balloon was squeezed and the airway line was moved back and forth, no leaks were found. The customer reported condition was not confirmed. No fault found. The device history record was not reviewed.

Event description:
Information was received that while a smiths medical tracheostomy was in use, patient had low blood oxygen and was irritable. The incident required bagging and increased oxygen. It was reported the patient required a trachoestomy tube change out to sustain life; the patient then recovered. No further adverse effects reported.